Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition was confirmed. The assignable root cause was determined to be improper device use. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the compact air drive device would not run, the rotor was blocked and some parts were broken. The device also failed pretests check for air leak, check reverse locking mechanism, check attachment coupling with attachments and check the attachment coupling. It was noted in the service order that the device was locked in the adapter device and had a loose part internally. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.